Event description:
Customer reports that unit stopped cycling; no alarms sounded and no pressure noted. Hosp staff promptly removed pt from unit and placed pt on back-up unit. No pt injury resulted from incident.